Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: on investigation, the display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible. On examination, the keypad was intact without damage. Unrelated to the complaint, the up arrow and down arrow buttons had intermittent response. The remainder of the buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The bolus button cover was partially detached and the button had intermittent response on testing. The button cover was removed for investigation and revealed contamination on the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.